Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. The rep corrected the cabling on the system and it began functioning as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that whenever he shuts the system down through the software, the main cart displays a 'no signal' message and the camera cart goes to 'contacting local host' and then 'disconnected', but neither monitor turn off. He has to hard shutdown the system using the power switch. No patient present. He confirmed he could see an orange light coming from inside the network router indicating it was receiving power. They confirmed the connections from the router to the computer and found that the connection to the single-board computer was in the incorrect port. He swapped the connection to the correct port and rebooted the router and all internal network statuses connected. He powered off the system from the software and it shutdown normally. The system was displaying a 'localizer not connected error message'. He was able to go over to the site and check self-test and noticed nothing was connecting to the internal network. Suspecting the system needs a router (checkpoint) replacement.